Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the event, the patient said there was a device issue after the fall. When they fell, they fell directly on their ins and it threw it out of whack. They added that with the help of the manufacturing company, it was made to be up and running. When asked for their weight at the time of the event,the patient said they weighed 100lbs more and at the time of the fall. The return of symptoms issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell the day prior to initial report and had a return of symptoms (going to the bathroom more than before). They also said the ins site is completely black and blue. It was reviewed that the fall may have caused a change so they should follow up with their healthcare provider (hcp) to make sure the device and body are okay. The call center also helped the patient check their settings. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation, but the issue was not resolved. The patient will monitor their symptoms now that a change was made, but confirmed that they felt stimulation comfortably in the correct area. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was lastly reviewed to follow up with the hcp if the problem does not resolve. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.